Event description:
It was reported that during an arteriovenous (av) fistulogram procedure, deflation and removal difficulties were encountered. The 50% stenosed de novo lesion was located in the calcified and non tortuous av graft in the arm. The vessel was reported to be 8mm in diameter. Vascular access was obtained through the brachial artery. The lesion was not pre-dilated and no guide catheter was used. The peripheral cutting balloon was advanced to the lesion for treatment and inflated twice to 12atms, the balloon ruptured on the second inflation. After the balloon ruptured, difficulty deflating the balloon completely was encountered because the balloon was caught in another manufacturer's short sheath. Force was used to remove the balloon catheter out of the sheath and the cutting blade partially bent, but did not detach from the balloon. It was reported that the lesion had been sufficiently dilated with this cutting balloon before the balloon rupture. The procedure was aborted due to this event. No patient injuries or complications were reported. The patient's status was reported as "ok."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).